Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with hysterectomy, bilateral salpingo-oophorectomy, posterior colporrhaphy due to stress urinary incontinence, pelvic organ prolapse, menorrhagia and dysmenorrheal. It was reported that patient underwent mesh removal on (B)(6) 2012 due to mesh erosion into the urethra. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported, that patient underwent transvaginal excision of urethral foreign body due to urethral foreign body on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.